Event description:
Within the last 15 months facility has had 16 pumps of all types that have required service because of broken tabs on the back of the case that had the battery door on. Rptr believes this is a design flaw in the newer battery doors. This never occurred in the past with "old" doors. Rptr has let the MFR know of this problem none of these have caused an injury or pt event. It is simply costing extra $ to repair.